Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1w68h, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection in the areas of the ins and the lead from their procedure when they put the device under their skin. The patient reported the healthcare provider had to take them out and the patient was wondering if the devices were defective. It was noted that the infection was confirmed, and it was a couple weeks after the procedure in may. No further complications were reported.